Event description:
It was reported that mulitiple of the same cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reloaded the pump and resumed insulin therapy. Customer will contact cts back if issue recurs.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.